Event description:
It was observed that during the device evaluation, the adhesive of the objective lens peeled off the fiberscope. Additionally, the coating on the insertion tube peeled off more than 1mm. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.